Event description:
The customer reported the fluoroscopic image was torn and unusable. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The customer quested an sbc upgrade to address the issue. The system was tested and found to be working as intended and put back into service.